Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor sd card was corrupted, causing faults that prevented the monitor from fully powering on. The root cause of the defective files on the sd card could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.